Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result on the access 2 immunoassay system for one patient. The customer reanalyzed the patient sample two times on the access 2 system in question, and once on an alternate analyzer of unknown methodology and obtained results within the laboratory's reference range. The initial elevated result was released from the laboratory, but corrected reports were completed and there was no report of patient injury or change in patient treatment associated with this event. The customer stated that quality control (qc) was in range on the date of the event. Calibration and system check parameters were recovering within expected ranges. The sample was collected in a green top plasma tube and was centrifuged at 3,300 rpm (rotations per minute) for ten minutes. No issues with sample integrity were reported.

Manufacturer narrative:
The patient's age, day and month of birth, and weight were not provided by the customer. The field service engineer (fse) evaluated the instrument and did not see evidence of instrument malfunction that would contribute to this event. High sensitivity system check and a precision run were performed and recovered within assay and instrument specification. The cause of this event cannot be determined with the available information. The accutni+3 reagent was not returned for evaluation.